Event description:
It was reported that a pta balloon would not deflate after an inflation within a stent graft at the anastomosis of an av fistula. The balloon was intentionally over-pressurized to rupture the balloon; however, it still did not completely deflate. The balloon catheter, guide wire, and sheath were then removed together as a single unit. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample has been returned to the MFR for eval. The investigation is currently underway.